Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a patient with left side "confirmed bia-alcl." Patient representative later reported "removal of implants due to diagnosis of alcl, to reduce risk of recurring alcl, and due to symptoms consistent with alcl and fear of recurring alcl, mental anguish and fear of alcl, increased risk of alcl, redness, swelling, pain, contracture, asymmetry, seroma, accumulation of fluid, and disfigurement. Pathological markers cd30+ and alk- have been received. The device has been explanted.